Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. This pacemaker was unable to be interrogated due to reverting to safety mode. Technical services (ts) discussed safety mode parameters and recommended device replacement. It was also reported there was undersensing on the ventricular channel. It was noted this patient was not pacemaker dependent. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. This pacemaker was unable to be interrogated due to reverting to safety mode. Technical services (ts) discussed safety mode parameters and recommended device replacement. It was also reported there was undersensing on the ventricular channel. It was noted this patient was not pacemaker dependent. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted was not returned. As such, physical analysis has not been conducted in our laboratory . As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.